Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a non-occluded vessel. A 3.50x38mm promus element long drug eluting stent was selected for use and advanced to treat the lesion; however, the physician could not track down the stent towards the lesion and the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.